Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 26-feb-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 25-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via the manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient noticed some return of symptoms.  Hcp took an x ray and noted that the leads had both migrated down. The left lead migrated 4 electrodes down and the right lead migrated down about two electrodes. It is unknown if any external factors contributed to this event. Hcp stated that nothing was needed at this time. If reprogramming the patient in the future is necessary, he will reach out. The issue is resolved.